Event description:
It was reported that lead warnings occurred on both the atrial and ventricular leads for low impedance measurements and high thresholds. It was further reported that high thresholds were found via ventricular capture management and are possibly due to evoked response undersensing. Two ventricular high rate episodes were detected and possibly due to unipolar sensing of myopotential. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular lead impedance trend data in save to disk shows ventricular lifetime impedance max / min (ohms) = 425 / 218 ohms, and ventricular impedance at implant = 269 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.